Event description:
It was reported that the patient underwent explant of the iol lens approximately one (1) month post operatively due to +1.00 refraction. No patient injury was reported. Examination of biometry and procedural steps did not show any failures. The patient's best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) was -0.5 -0.75 0 degrees (= 0.5) pre-op and +0.75 -0.50 0 degrees (= 0.9) post-op. The implant system used was an unfolder platinum; the viscoelasticum used was healon; irrigation solution of balance salt solution (bss) with gentamycin. No intra operative complications were reported. Patient's post-op medical history on day one (1) noted pressure at 38mm hg. One (1) week post-op (of the replacement iol lens), the patient's best-corrected and uncorrected visual acuity was -0.25 -0.5 0 degrees (= 0.8). The patient was prescribed diamox.

Manufacturer narrative:
The lens was destroyed (cut into pieces) during the explant and not returned. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. The documentation showed the lens was manufactured according to specification. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.